Event description:
It was reported that prior to the procedure one of the locking pins is poorly fitted making it very difficult to handle with bare hands. It is difficult to insert and take out of lock/unlock. There was no patient involvement. During product evaluation it was found that the handle would not easily fit onto the mesher base. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle would not easily fit into the mesher base; the ratchet assembly and bottom roller were damaged. The bottom roller and ratchet gear were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: france.